Event description:
The manufacturer received information alleging that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "enclosure (front left bottom corner cracked". The device was received and evaluated by the manufacturer. A review of the log files showed internal li-ion battery permanent failure. The internal battery is the final power source. Failure of the internal battery may impact therapy.